Event description:
A written liability claim was received indicating a patient underwent a right total hip arthroplasty on (B)(6) 2007, and a left total hip arthroplasty in (B)(6) 2010. Revision procedure on the left side was performed on (B)(6) 2010 due to undefined complaints. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Initial contact information - unknown. Manufacture date - unknown. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.